Event description:
The customer alleges that the pt, female, (B)(6), had an infection on an IV start. The pt had a pain in her lower arm and it streaked up her arm. She went to the ER and was put on aggressive oral antibiotics for the first 3 days. The dosage was lowered and she noticed the infection was back and went to an urgent care facility which put her back on aggressive oral antibiotics for the next 7 days.